Manufacturer narrative:
Device received with blank display, problem isolated to lcd board. Unable to perform operating currents, self-test, a21 error test and displacement test or verify missing segment or partial display anomaly due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the display had with lines across the screen. The customer's blood glucose level was unknown at the time of the incident. The customer was not calling back after receiving a new battery cap. The customer stated that the contacts on the battery cap are neither missing nor damaged. The customer stated that the battery compartment was damaged. The customer was unable to perform the self-test. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.